Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample or reagent. The insrument did not generate an error message as a result of the issue.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed tip clamp sleeve in position #5 was stuck in the up position. The fe replaced the plunger clamp, tip clamp, and tip clamp sleeve. The fe performed splld test. Repairs have returned this instrument to expected operation.